Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: pre-implant anatomy information and additional films at implant were not provided. The exact cause of the reported inaccurate delivery leading to proximal type I endoleak cannot be conclusively determined. The four still images provided confirmed that the bifurcate was positioned with the top of the graft fabric ~ 1 cm below the lowest renal artery. The bifurcate main body was acutely angulated ~ 45 degs r-l at ~ 1 cm above the flow divider. Small contrast was seen at the proximal aneurysm sac, along the left side of the bifurcate main body near the angulation in the bifurcate main body. It is possible that the acute aortic neck angulation may have contributed to the inaccurate delivery, which led to the possible proximal type I endoleak. The films that showed the implant of the aortic cuff which resolved the events were not returned for evaluation.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6.2 cm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 24 mm to 25 mm to 23 mm in diameter. It was reported that the final angiogram revealed that the endurant bifurcated stent graft was 1 cm distal to the renal artery with a proximal type I endoleak present. The physician modeled the endurant stent graft with a balloon however the proximal type I endoleak was not resolved. An endurant aortic cuff was implanted from contralateral side and the proximal type I endoleak and inaccurate delivery were resolved. The physician stated that the cause of the events was related to the patient¿s anatomy and user error. No additional clinical sequelae were reported and the patient is fine.